Event description:
Treatment of a right ruptured cav (cavernous) fusiform aneurysm measuring 14mm x 10mm. During the pipeline deployment, it was reported that the middle to distal end did not fully open and required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).